Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the, station was stuck on basic input/output system screen. A technical support specialist (tss) had connected to the station, performed a full synchronization, and confirmed that the station had been uploading successfully. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was out of sync and stuck on bios screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.